Event description:
Caller reported issue with the insulin gauge displaying a different amount than expected, as the fill estimate on the pump was incorrect. There was no adverse impact to the customer's blood glucose level. Customer, with the help of technical support, reloaded the same cartridge and later loaded a new cartridge, after which the issue was resolved.